Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2021 based on the date the manufacturer became aware of the event. Block h6: medical device problem code a010402 captures the reportable event of stent migration. Block h10: the returned advanix biliary stent was analyzed, and a visual evaluation noted that the stent presented a color variation, the stent was damaged close to the proximal tip. The naviflex delivery system was not returned for analysis. No other issues with the device were noted. The reported event was confirmed. According to the product analysis, it is most likely that the user manipulation, technique applied during the procedures and/or even tortuous anatomy could have contributed on this problem through the time that it was placed, once the stent was damaged it is possible that migration was due to the damage presented. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was impanted during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2021. During a routine follow up procedure, performed on (B)(6) 2021, it was noticed that the stent had migrated proxinally. The patient was brought back for a third and final procedure for stent removal from hilar area. The migrated advanix biliary stent was successfully retrieved with an extractor balloon. There was no new stent implanted to the patient. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 based on the date the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was implanted during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2021. During a routine follow up procedure, performed on (B)(6) 2021, it was noticed that the stent had migrated proximally. The patient was brought back for a third and final procedure for stent removal from hilar area. The migrated advanix biliary stent was successfully retrieved with an extractor balloon. There was no new stent implanted to the patient. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.